Manufacturer narrative:
It was reported by the customer contact that "syringes might be slightly under". No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Syringes might be slightly under".